Manufacturer narrative:
Patient identifier - multiple = (B)(6), gender female; (B)(6). This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported false negative architect sars-cov-2 igg results on three healthcare personnel. Results provided: on (B)(6) 2020 older female, sid (B)(6) architect = 0.70 s/c (<1.4 s/c = negative); on (B)(6) 2020 immunochromatography zhejijang orient gene biotech covid -19 igg = positive, igm = negative; siemens centaur total (igg and igm) = positive. On (B)(6) 2020 older person, sid (B)(6) architect = 0.21 s/c (negative); immunochromatography zhejijang orient gene biotech covid -19 igg = positive, igm = negative; siemens centaur total (igg and igm) = positive; on (B)(6) 2020 pcr = positive. On (B)(6) 2020 hospital sanitary worker, sid (B)(6) architect = 1.14 s/c (negative); immunochromatography zhejijang orient gene biotech covid -19 igg = positive, igm = negative; pcr on (B)(6) 2020 = positive. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, review of complaint text, trending data, labeling, device history records and scientific literature. Testing of the return patient samples, ids (B)(6) reproduced the negative results obtained by the customer. No return sample was provided for sid (B)(6). Labeling was reviewed and found to adequately address the issue under review. Device history record review of lot 16311fn00 did not show any potential non-conformances, or deviations related to the customer's issue. Sensitivity and specificity testing were done using an inhouse retained kit of lot 16311fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Additional testing using in process development assays for igg, igm and total ig was performed on the patient samples. Both samples returned positive results for igg and total ig and negative results for igm indicating potential sero-reversion. In this case, no specific patient history was provided for the patients. Sid (B)(6) was tested on the (B)(6) 2020 with a negative result of 0.70 index obtained compared to immunochromatography igg positive, immunochromatography igm negative and siemens centaur igg+igm positive. The patient was first tested on the (B)(6) 2020 with an immunochromatography igg positive result. A pcr result was not provided and no date for symptom onset was provided. Sid (B)(6) was tested on the (B)(6) 2020 with a negative result of 0.21 index obtained compared to immunochromatography igg positive, immunochromatography igm negative and siemens centaur igg+igm positive. The patient was pcr positive on the (B)(6) 2020. No date for symptom onset was provided. Sid (B)(6) was tested on the (B)(6) 2020 with a negative result of 1.14 index obtained compared to immunochromatography igg positive and immunochromatography igm negative. The patient was pcr positive on the (B)(6) 2020. No date for symptom onset was provided. A direct comparison between the architect sars-cov-2 igg assay and the zhejiang orient gene biotech covid-19 igg/igm rapid test and the siemens sars-cov-2 total assay cannot be made. The architect sars-cov-2 igg assay uses chemiluminescent microparticle immunoassay (cmia) technology whereas the zhejiang orient gene biotech covid-19 igg/igm rapid test is a lateral flow immunochromatographic assay. The architect sars-cov-2 igg detects antibodies to the nucleocapsid protein of sars-cov-2 whereas the siemens sars-cov-2 total assay selects the s1rbd antigen to detect antibodies. No date for symptom onset was provided for the three patients with a pcr positive test date provided for two samples; sid (B)(6) were pcr positive on the (B)(6) 2020 which is > 60 days prior to the negative results obtained with the architect assay. According to the "report from the american society for microbiology covid-19 international summit, 23 march 2020: value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20", patel r, et al, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. The study "clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine", quan-xin long, et al, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Review of the manuscript "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Per the limitations of the procedure section of the package insert, architect sars-cov-2 igg results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Based on the investigation architect sars-cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.